Event description:
On 09/05/84 an aus device was implanted. In may of 1993 the balloon was revised. On 08/12/93 the cuff was revised. On 01/20/97 the entire device was removed from the patient due to erosion and infection.